Manufacturer narrative:
Two cadd cassette reservoir was returned for the evaluation of the reported issue. Samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. A visual inspection was conducted at a distance of 12 to 16 under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don't present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The sample failed the tube height test; however due sample being received in used conditions, it is possible that the pump tube height was modify during the use. An accuracy test was performed, and one sample passed the test while the other failed. However, sample were received in used condition; it is possible that may affect the delivery. Upon functional testing, samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. No root cause was determined due complaint was not confirmed. Actions taken were not performed since complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was a no cassette alarm during infusion at 5.45 p.m. The cassette was placed in the pump in the morning, then, the user changed the pump and the lot number of cassette. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.